Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for follow-up on an unknown date presenting with bilateral iliac limb occlusion and was subsequently converted to open surgical repair to perform an axial-femoral bypass. The pre-operative CT imaging indicated that the patient had narrow native aortic bifurcation and significant bilateral calcium and aneurysmal common iliac vessels; it could not be determined whether these anatomical conditions factored into the occlusion. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Device not available; remains implanted.